Event description:
It was reported that dissection occurred. Information was obtained at the 33rd japanese society of cardiovascular intervention and therapeutics in 2025. A comparison was made of a non-boston scientific (non-bsc) cutting balloon (cb) and wolverine cb dilatation capacity on intravascular imaging in a single-center non-interventional prospective observational study. With the aging of patients receiving pci, the frequency of encountering calcified lesions is increasing, and the role of the cutting balloon (cb) as a lesion modification is significant. From august 2024, when a modified balloon was used, the non-bsc cutting balloon was used in all cases, and the 30 prospective lesions were compared with the 30 consecutive lesions that had been dilated with a wolverine (wv) prior to that. Only lesions in which the initial device was a cutting balloon and ivus data were obtained before and after were analyzed. Fibrous plaque was significantly more common in the wolverine group (16.7% vs. 43.3%), but no differences were observed in patient or lesion background. There were significant differences in cb usage: balloon diameter: 2.75 mm vs. 2.5 mm; maximum dilatation pressure: 24 atm vs. 16 atm. The change in minimal lumen area (mla) after cb dilatation was +1.63 +/- 1.1 mm^2 vs. +0.99 +/- 0.65 mm^2. The incidence of crack formation in the mla was similar (86.7% vs. 90.0%,), but the mean number of cracks was significantly higher in the non-bsc group. The incidence of dissection was similar (50.0% vs. 63.3%), while malignant dissection tended to be less common in the non-bsc group (6.7% vs. 26.7%).

Manufacturer narrative:
B3 date of event was estimated based on aware date. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.